Event description:
It was reported that during a follow up, multiple episodes of noise on the rv lead were noted. The noise was not reproduced in-clinic with isometrics or pocket manipulation. The lead was revised and patient was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.